Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: is the white tissue pad completely missing from the clamp arm of the device? Yes. Did the patient experience any adverse consequences due to this issue? No.

Event description:
It was reported that during an unknown procedure, the device had defective insulation and the white tissue pad completely burnt off after barely any use. The device did not coagulate. Had to use bi-polar. There were no patient consequences.